Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.5 - 3.7 inr): qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.0 inr . The maximum difference between measurements was 3.2%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Upon analysis of the meter memory, only the result of 4.0inr alleged by the customer was observed. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using the stago neoplastine reagent. At 7:30 am on (B)(6) 2019, the customer tested by fingerstick on the meter and the result was 4.6 inr. At 10:30 am, the customer had a lab test and the result was 2.6 inr. At 7:30 am on (B)(6) 2019, the customer tested by fingerstick on the meter and the result was 4.0 inr. At 10:30 am, the customer had a lab test and the result was 2.9 inr. The customer has a therapeutic range of 2.5-3.5 inr. Customer is not anemic and has no antiphospholipid antibodies, no direct thrombin inhibitors, no new medications, no new illness and no bleeding or bruising. The customer reported their diet varies. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.